Event description:
On 12/oct/2022, fresenius became aware this female patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis of unknown origin. No additional information was provided during intake. Subsequent attempts to obtain additional information (e.g., offending organism, medication records, causality, medical history, hospital records) have thus far proven unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse event of peritonitis of unknown origin. The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. Limited information precluded a more comprehensive clinical investigation. However, despite the serious adverse events the patient continues to utilize the same liberty select cycler (per the knowledge of this reviewer), as no replacement has been requested. Esrd patient¿s undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction occurred. Furthermore, there is no allegation or objective evidence a fresenius device(s) and/or product(s) failed to meet user expectation(s) or manufacturer specifications.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 12/oct/2022, fresenius became aware this female patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis of unknown origin. No additional information was provided during intake. Subsequent attempts to obtain additional information (e.g., offending organism, medication records, causality, medical history, hospital records) have thus far proven unsuccessful.

Manufacturer narrative:
Correction: e3, b1, b2.

Event description:
On 12/oct/2022, fresenius became aware this female patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis of unknown origin. No additional information was provided during intake. Subsequent attempts to obtain additional information (e.g., offending organism, medication records, causality, medical history, hospital records) have thus far proven unsuccessful.